Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ broken device- made contact with patient: observed two openings assessed as surgical damage also observed an opening assessed as unidentified (tear) opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "expander started to sink in," "expander¿s magnet had shifted and there was a hole in the back," and "poor connection to the patch may have been the cause." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported "expander started to sink in," "expander¿s magnet had shifted and there was a hole in the back," and "poor connection to the patch may have been the cause." Device has been explanted.